Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e screen froze during patient use but the vent continued to ventilate. Also technical failure 401 "inspiration valve or device leaky occurred after checking the unit and powered it on. There was no known impact or consequences reported from this event.

Manufacturer narrative:
Result of investigation: the exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. Investigation will be continued under (B)(4). As the failure rate is within the expected range as per our risk files, decided to close this complaint.